Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 365 mg/dl. The user addressed bg level with multiple boluses via the pump. During troubleshooting with tandem's technical support, it was determined that there was a large air bubble in the luer lock. The user disconnected from the site, unscrewed the luer lock connection, primed the tubing to remove the bubble, reconnected the supplies, and resumed insulin delivery. A follow up with the user confirmed that the user's bg level stabilized.